Manufacturer narrative:
D4: the device serial numbers and manufacturing number were identified and updated. Analysis results: the root cause of the customer's complaint could not be determined as the device operates within specification.

Manufacturer narrative:
The consumer reported that their spouse teeth enamel erosion. Date of event is approximate. The consumer's spouse name and contact information were not provided.

Event description:
The consumer reported that their spouse teeth enamel erosion.